Manufacturer narrative:
An inspection of the returned device confirmed the customer allegation. It was noted that the device was leaking due to holes in the bending section cover. The insertion tube was wrinkled. The bending angle was insufficient due to the elongation of the angle wire. The flexible tube of the insertion section was crushed. The index of the insertion tube was detached. Adhesive from the curved rubber was missing. Scratches were found on multiple parts of the device. The electrical connector contacts were corroded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is available.

Event description:
The customer reported there was water leakage from the bronchovideoscope. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating of the insertion section was peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation of the device (coating peeling off). There were no reports of patient or user injury associated with this event.

Event description:
The customer provided additional information on 07nov2022: peeling of the coating corresponding to pae was detected in the estimate inspection of the repair center. By the way, the repair request from the user is "water leakage". The "leakage" was discovered in the user's oer-3. The date of the "leakage" is unknown. The user checked the endoscope using the oer-3 that the user has, and confirmed an air leak in the endoscope.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.